Manufacturer narrative:
Device evaluation: analysis of the returned device identified a fold crease, wear abrasion, and an opening on anterior. A leak test and microscopic analysis were performed which identified a sharp opening and an observed void greater-than 1-millimeter in the non-textured, valve-to shell-bond area. A dimension measurement in the shell was performed which identified the shell thickness within specification. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the valve bond edge due to an unidentified tear opening.

Event description:
Healthcare professional reported left side deflation. Device was explanted.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reason for reoperation is deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.